Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd spinal¿ needle had a spit needle hub. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one sample unit was returned for evaluation by our quality engineer. Upon examination of the sample, the needle hub was observed broken. A device history record review did not reveal any issues during the production of provided lot number: 1803001 that could have contributed to the broken product. Based on the investigation, an exact cause could not be determined for this incident. It is possible that the damaged product resulted from a jam within the manufacturing line, but that cannot be confirmed. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd spinal¿ needle had a spit needle hub. No serious injury or medical intervention was reported.